Event description:
It was reported there was damage to an unknown disposable which led to a break in aseptic technique during peritoneal dialysis therapy, which resulted in the patient experiencing peritonitis. The peritonitis was manifested by cloudy effluent. The breach in aseptic technique was further described as a cat had bitten through one of the patient¿s lines (which ¿line¿ not further specified). The patient was not hospitalized for the event. The patient was treated with an unspecified intraperitoneal antibiotic for a 3 dose regime (dose not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.